Event description:
It was reported that a patient was shocked 150 times inappropriately for atrial fibrillation with rapid ventricular response. Consequently, the implantable cardioverter defibrillator reached eri. The device was exchanged. Patient was stable post procedure.

Manufacturer narrative:
The reported field event of shocks delivered was confirmed in the laboratory due to review of device image. The device was tested on the bench and using automated testing equipment and no anomalies were found.